Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported a staph infection. The patient had a welt on his back the size of a tennis ball. The entire implanted system was removed. The patient stated he was upset that it occurred. Medical history includes spinal pain. There were no device issues alleged. If additional information is received, a supplemental report will be submitted.